Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 117" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.